Manufacturer narrative:
UDI and device manufacturing date is not known at the time of filing. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the articulating arm will not stay rigid when tightened down. There was no patient present when this issue was identified.